Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against (B)(4); therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. Log file analysis did not reveal any alarms for the past 14 days leading up to the event date of (B)(6) 2017 and showed parameters within normal operating range. Log file analysis revealed 4 low flow alarms recorded (B)(6) 2017 and 1 suction alarm recorded on (B)(6) 2017. A decrease in estimated flow was observed starting (B)(6) 2017 at approximately 16:00 to parameters below normal operating range. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. The patient's develop dic and gi bleeding are a direct sequelae of the sepsis. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined however, patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
It was reported that a patient, who had been in the intensive care unit (ICU) since implant on (B)(6) 2017, did not have any improvement in right ventricular function and also developed liver and renal failure. The patient had an increase in liver enzymes and bilirubin along with poor urine output  which required continuous veno-venous hemofiltration (cvvh). The patient was temporarily implanted rvad (centrigmed) on (B)(6) 2017. On (B)(6) 2017 (post op day 30), the medical team suspected the patient had disseminated intravascular coagulation (dic). The patient also had a low platelet count after platelet transfusion around 40.  Along with these issues, the patient had gastrointestinal (gi) bleeding with melena on (B)(6) 2017.  Bowel ischemia and perforation was found in small intestine on (B)(6) 2017.  The patient had been on antibiotics cover of vancomycin for sepsis and there was a plan to repeat blood cultures at all invasive lines. The patient received fluid replacement with albumin and blood products and adrenaline, noradrenalin and vasopressin were increased. The patient underwent an ileostomy after bowel perforation on (B)(6) 2017. Driveline exit site was changed from left to right upper quadrant, while the temporary ileostomy was at right lower quadrant. The patient was hemodynamically stable in post-op with the lvad flow 4.4 l at 2440rpm. The patient is currently alert and conscious and hemodynamically stable on bivad and inotropes. The map 65, lvad flow 4.3l pulsatiltiy 3 l, speed 2440rpm. Rvad flow was 2.6l. There is currently no bleeding, no gi bleeding, and a small amount of drainage in post abdominal surgery. The liver enzyme levels were down trending, but the lactase dehydrogenase (ldh) and bilirubin is still high with the patient still requiring cvvh. The medical team does not believe the events were device related but more so due to poor right heart function and abdomen ischemia.  Additional information rec'd on (B)(6) 2017 states that patient was critically ill and deteriorated with edema, jaundice, and rvad (centrigmag) support since implant. The patient's condition declined on (B)(6) 2017 with a mean arterial pressure (map) of approximately 55mmhg which dropped to 30mmhg later that day. The patient was resuscitated with blood transfusions and inotropes. However, a decision was made to make the patient a "do not resuscitate (dnr)" status and the patient inotropes were gradually weaned. The patient passed away at midnight on (B)(6) 2017. The hospital will be conducting an autopsy but the pump will not be returned. The suspected cause of death is gastrointestinal (gi) bleed. The team does not believe the death is device-related. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Driveline infection is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains driveline infection as a potential event that may be associated with use of the product and communicates potential causes and scenarios that could lead to driveline infection. Moreover, the IFU further educates the user on the precautions and warnings to reduce the incidence and severity of infection. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported that a patient developed sepsis with disseminated intravascular coagulation (dic). There was no known bacteria found in the cultures and the source of infection was unknown. The patient was treated with vancomycin. During this time, the patient was on ventilator support and on continuous veno-venous hemofiltration (cvvh) for acute renal failure (arf). The patient was conscious. The patient was implanted with temporary rvad (centrimag) on (B)(6) 2017 for right heart failure which is known in pre-hvad implant assessment, but postponed the rvad implant until (B)(6) 2017. The rvad flow was 2.6l with mild dilated right ventricle (rv) and tricuspid valve (tv) regurgitation seen in echo. Along with these issues, the patient had gastrointestinal (gi) bleeding with melena, bowel ischemia and perforation found in small intestine on (B)(6) 2017. The patient had been on antibiotics cover and there was a plan to repeat blood cultures at all invasive lines. The patient received fluid replacement with albumin, blood products and adrenaline, noradrenalin and vasopressin were increased. The patient underwent an ileostomy after bowel perforation on (B)(6) 2017. Driveline exit site was changed from left to right upper quadrant, while the temporary ileostomy was at right lower quadrant. The patient was hemodynamically stable in post-op with the lvad flow 4.4 l at 2440rpm.